Manufacturer narrative:
Failure analysis revealed the insulin pump was received with no button response due to corroded keypad traces. No button error alarm. The device also was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube and lip, missing end cap sticker, and cracked reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error. The customer stated that they pressed a button to check the time on the insulin pump and that's when the error alarm was triggered. The customer's blood glucose was 96 mg/dl. The customer was traveling in europe. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.